Event description:
A surgeon reported that a broken haptic was noted immediately after insertion of an intraocular (iol). During the same procedure, the incision was enlarged to remove and replace the lens. Sutures were required. The surgeon also reported that the iol had a sharp edge that tore the iris. In a follow up, the surgeon reported the outcome of the event for the pt as "good".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was torn/split/cracked (possibly cut) into pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/10/2009 and 02/25/2009 by phone, fax, and mail. A completed questionaire was received on 03/03/2009. This report was mailed to FDA on: 03/11/2009.